Manufacturer narrative:
The event unit has returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lh. Event description: when this instrument was inserted into the patient¿s body through the trocar. As the actuator was pushed forward, the specimen bag detached completely and flew off, failing to remain secured to the prongs. Consequently, the bag could not be properly opened, which hindered its intended use. Additional information provided by [name] on 11feb2025 when the bag completely fell off the supports, the tips of the supports were exposed inside the patient. Intervention: user replace with a new one to complete this surgery. Patient status: there is no impact to patient. Patient is fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of the specimen bag falling off the metal supports. Based on the condition of the returned unit and the description of the event, it is likely that the actuator was retracted and redeployed multiple time, which resulted in the specimen bag falling off the metal supports upon full deployment. The instructions for use states, "do not retract prior to full deployment." Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: lh. Event description: when this instrument was inserted into the patient¿s body through the trocar. As the actuator was pushed forward, the specimen bag detached completely and flew off, failing to remain secured to the prongs. Consequently, the bag could not be properly opened, which hindered its intended use. Additional information provided by [name] on 11feb2025. When the bag completely fell off the supports, the tips of the supports were exposed inside the patient. Intervention: user replace with a new one to complete this surgery. Patient status: there is no impact to patient. Patient is fine.